Manufacturer narrative:
(B)(4). The customer evaluated the ventilator and determined that replacement of the main pcb, power supply pcb, and the auditory alarm pcb fixed the reported issue.

Event description:
The customer reported that the ventilator power supply failed about 1 hour after it was installed. When reboot the ventilator it doesn't power up and has speaker fault. No patient involvement.